Manufacturer narrative:
Additional, changed, and/or corrected data: b5, b6, d4, g1, g2, h6.

Event description:
Legal counsel reported on behalf of health professional "patient, without comorbidities, sought a hematologist at the end of 2019 for investigation of thrombocytosis >450,000/mm³ in 2 consecutive blood counts. At the time, was in the preoperative period to undergo treatment for complications associated with silicone breast implants implanted in 2016 - had an inflammatory process, contracture and bilateral breast deformity, with signs of phlogiston. Underwent thrombocytosis investigation tests, including investigations for jak2, mpl and cal-r mutations - all tests were normal, no secondary cause for thrombocytosis was found, and primary hematological disease was ruled out."

Manufacturer narrative:
Allergan did not submit this MDR within 30 days of becoming aware. Recent stimulated reporting related to 2011068-7/2/19-001-r has increased complaint and MDR volume. Allergan is implementing a plan to address the increased volumes.   A review of the device history record has been completed. No deviations or non-conformances noted. The event of seroma-late is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: seroma-late.

Event description:
Patient reported left side "feeling a lot of pain" underwent ultrasound and resonance examination. It was later reported "upper quadrant undulation (rippling), "hardening, fibrosis deformity, asymmetry, greater volume, heating, breast MRI with undulations, secondary rippling to the capsule around the implants. Breast us with permeable fluid, lobules on the external contour and ptosis". The device remains implanted.

Event description:
Device has been explanted.